Event description:
According to the available information, on placing the static anchor, the physician had a hard time getting the trocar around the descending ramus on the first try and may have touched the bone. When checking to ensure placement, the anchor then dislodged [broke] from the suture, and the anchor was left in place. The break occurred at the joint between the suture and the static anchor. The anchor was left to encapsulate and another altis was placed without reported issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.